Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed but not reproduced during evaluation. According to engineer quality, failure code 813:01 is a cascade failure from failure code 808:02. No repairs were made by baxter service technicians concerning the issue. Additional information: the user interface module software version of this pump is colleague 2006, 5.09.90. A service history review revealed no previous service events were related to the reported condition. However, during previous service the pump head module was replaced. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility reported a colleague infusion pump with a failure code of 813:01. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury, or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.